Manufacturer narrative:
Programmed setting change.

Event description:
During the review of a patient's programming history, it was noted that on (B)(6) 2005 the patient's parameters were programmed to unintended settings, caused by a faulted system diagnostic test. The patient's settings were corrected, but not to a therapeutic level at this time. At a later visit on (B)(6) 2006 the patient's generator again was programmed to unintended settings, which were again corrected to non-therapeutic levels following the faulted diagnostic test. It was not until (B)(6) 2006 that the patient was programmed to efficacious levels. Vns labeling recognizes the potential for unintended setting changes due to communication errors. Consequently, physicians are encouraged to perform final interrogations to ensure proper patient settings.